Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/severe bleeding') and crohn's disease ('autoimmune disorder type of disorder: chrons disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and other disorders of intestine. Previously administered products included for an unreported indication: copper iud until (B)(6) 2011 and depo-provera. Concomitant products included ibuprofen, loperamide hydrochloride (imodium) and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches/head pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced crohn's disease (seriousness criterion medically significant), alopecia ("hair loss") and arthralgia ("pain: joint pain"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), rash ("rashes or skin conditions type: rashes on hands"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain in extremity ("hands pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2011). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and arthralgia was resolving, the menorrhagia and back pain had resolved and the crohn's disease, vaginal haemorrhage, fungal infection, rash, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight decreased, alopecia and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, crohn's disease, dysmenorrhoea, fatigue, fungal infection, headache, menorrhagia, migraine, pain in extremity, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result not provided. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs received. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), yeast infection, autoimmune disorder type of disorder: crohn's disease, rashes or skin conditions type: rashes on hands, migraines / headaches, nickel allergy, dysmenorrhea(cramping), abdominal pain, joint pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, hair loss were added. Product details updated. Outcome of the events joint pain, abdominal pain, back pain were updated, severe bleeding was clubbed with menorrhagia and outcome was updated. Patient's medical history and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.